Event description:
"Two ca090 clip appliers used in case. Both had clips scissoring after first few clips fired." Patient status - "n/a."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject devices, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Although the root cause of your experience could not be determined, clips may scissor if the application structure size, or the clip application depth, prevent the clip ends from meeting during closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.